Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went offline. The field service engineer (fse) remotely accessed the station and checked the device status in remote smart service. The fse assisted the customer with restarting the personal computer to allow windows updates to proceed. The fse determined that the system running pas v1.7.4 on win10 require reimaging due to frequent lockups while navigating control panel and application crashes with white screen errors. Admin access was available, but stability issues persisted. The fse configured the local area network using the previous static internet protocol. The fse advised the user to share wi-fi credentials later for remote setup. The customer completed a medication refill as part of the troubleshooting process. The fse tested all the drawers in the hardware test application. The system functioned as intended after the field service engineer resolved the issue

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was not rebooting properly. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.